Event description:
It was reported the clip applier ejected a clip that was lost inside the pt during a laparoscopic cholecystectomy. Case completed with another device. There was no further consequence to the pt.